Event description:
A report of ovefinfusion associated with the use of a flo-gard 6201 volumetric infusion pump was rec'd. According to the reporter, the pump was set up to infuse an unknown quantity of lipids at a rate of 21cc/hr, and the infusion completed 3.5 hours earlier than expected. No additional clinical info was able to be obtained. According to the clinician, there was no pt injury associated with this event.